Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the end of the fenestrated bipolar forceps (fbf) instrument broke inside the patient. A fragment fell inside the patient and was retrieved during the same procedure. It was confirmed that all fragments were retrieved using a laparoscopic grasper, and no postoperative x-ray was performed. The patient did not experience any other complications.